Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was hemolysis. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, hemolysis rate was found to be high."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. The retentions were visually inspected with no issues being identified. The batches of raw material that were used to make the powder additive were reviewed and no issues with the inspections or the c of c's were identified. The batch records of the powder additives were reviewed with no issues being identified. Additional clinical testing was performed and no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of customer (from another complaint that included returned samples), retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Customer provided samples exhibited ¿clumped¿ anticoagulant versus the powder-like consistency of the retain samples. This batch (0283619) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was hemolysis. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, hemolysis rate was found to be high."